Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured driveline fault event on 08may2024. Motor function was not affected by this event. To verify that this is not a true driveline fault event, it was recommended to exchange the system controller and download more log file data. The log file displayed driveline fault alarms on 16may2024, from 9646 to 9811 and on 19may2024. The driveline fault alarms cleared for the remainder of the log file history. It appeared that there is a potential driveline issue, possible degrading conductor/ wire connection in phase b. An external driveline replacement was performed on 21may2024. The maximum external length of the driveline was removed and another driveline repair would not be possible. The driveline phase data post the driveline replacement showed improvement when compared to the data prior to the external driveline replacement. There had been improvement in the overall integrity of the conductors within the driveline based on the amount of current each was carrying from the controller to the pump. The data indicated that the motor function was not affected by any of these events. Additional log files were submitted that displayed a driveline disconnect alarm on 21may2024 at 1016 where the driveline was disconnected from the controller associated with the driveline repair. Post the repair, the phase data was within baseline parameters for the remaining 2 days length of the log file history. The log file also displayed one transient elevation in power and flow associated with a pulsatility index (pi) event on 22may2024 at 0328. Further log files were submitted for review. The patient was on regular cable, off the orange cable since 23may2024. There were no unusual events recorded in the event log file history.

Manufacturer narrative:
Section d1: brand name: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline fault alarms that could be indicative of an issue with the wires of the driveline. Although evaluation of the returned section of driveline was unable to confirm a wire issue, the log file data supports that the driveline fault alarms resolved with the distal driveline replacement. Approximately 18¿ of the distal end of the driveline was returned with the controller connector. Tape surrounded the jacket up to the terminus of the bend relief. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact, even with manipulation of the driveline. Removal of the tape found intermittent tears in the driveline¿s jacket. The underlying wires were unremarkable. The driveline was submerged in a saline bath for high-potential (hi-pot) testing, and no areas of current leakage through the insulation of the driveline¿s wires were identified. The wires were unwound for additional continuity testing. Each wire underwent manipulation under light tension as the resistance of the wires was monitored. All wires passed wire continuity/resistance testing again. Wire conductor breakdown was unable to be confirmed in the returned section of driveline. A review of the submitted log files confirmed driveline fault alarms on (B)(6) 2024. The system appeared to be operating as intended at the fixed speed. It was noted that after the driveline replacement on (B)(6) 2024, the monitored driveline wire data improved. No further driveline fault alarms were captured through the available log file data with final data on (B)(6) 2024. There were no other notable alarms related to the pump. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Although the returned section of driveline was unable to confirm a wire issue that could have caused or contributed to the suspected driveline damage, the indications of driveline damage appeared to resolve following the distal driveline replacement on (B)(6) 2024. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial #22303, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.